Event description:
The MFR became aware of this event through a voluntary medwatch report submitted by the pt to the agency. The pt reported that after undergoing uneventful cataract surgery with lens replacement, he immediately experienced severe glare problems and double vision. His physician prescribed pilocarpine 4% gel to alleviate these symptoms. On the first day of use of the pilocarpine the pt experienced a retinal detachment. A vitrectomy and laser procedure were performed to repair the detachment. The pt states his central vision was restored but his peripheral vision was permanently damaged. Nighttime glare problems persist.

Manufacturer narrative:
During a follow-up telephone conversation, the patient reported to the manufacturer that a consulting physician stated his initial complaint of glare was probably caused by the implantation of a lens that was too small for his large pupil. The lens measures 6mm, his pupil measures 7mm. Based on this information there is no evidence to suggest any fault on the part of the device design or manufacturer; therefore, no corrective action will be taken.